Event description:
It was reported that the patient's blood glucose levels reached 450 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the cannula dislodged from the infusion site (leg); upon removal, the cannula was found bent as well. Ketones were also tested and the results were negative. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula was measured to be the correct full length according to specification. Inspection of needle mechanism components found no evidence of any damages or manufacturing deficiencies that would result in the soft cannula becoming dislodged form the infusion site. A root cause of the reported event could not be determined. The exposed portion of the soft cannula did not appear to bent or kinked. Upon further inspection of the cannula assembly, an external tear was observed. It could not be determined when or how this damage occurred. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. Corrosion was observed on the top housing and bottom battery. It could not be determined what caused the corrosion.